Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons that were hard to press, no insulin delivery alarms, and a crack on the o-ring of the insulin pump. The customer reported no adverse event. The event involved products mmt-1884, unomedical, and unk_reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, unomedical, and unk_reservoir.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Insulin flow blocked alarm was not noted during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Successfully downloaded history files and traces using thump and no delivery alarms were not noted in the history files or traces. All buttons were tested while navigating the menus and no unresponsive buttons were noted. Upon peeling off keypad overlay, no damages to the keypad assembly were noted. Proceeded to cut unit open to perform visual inspection. No moisture damage was noted to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, missing display window/cover, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. The customer¿s alleged insulin flow blocked alarm/no delivery alarm was not confirmed during testing or in the history files. Allegations of keypad anomaly were not confirmed when all buttons were responsive, and no damages were noted to keypad assembly. However, allegations of cosmetic damage were confirmed when battery tube threads - cracked were noted. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.